Event description:
It was reported the patient experienced ineffective stimulation due to the t7 lead migrating. Surgical intervention took place wherein the lead was explanted and replaced and two additional leads were added to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.